Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check ,the cs300 intra-aortic balloon pump (iabp) displayed electrical test failure # 118.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction after testing and powering up the unit several times. The fse observed a connection issue from jp2 to jp5 communication harness from the front end board to the main board. The fse cleaned and reseated the connection. The fse then tested several more times. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.